Event description:
After using hemoprobe on pt, the end of the disposable part of the device became red hot and started smoking. It was immediately unplugged and removed from the surgical field. Decided to report this malfunction of equipment due to seriousness of potential for operating room fire.